Manufacturer narrative:
(B)(4)

Event description:
It was reported that while testing the patient notifier, no vibratory alert was evident to the patient. A palm was placed over the device and confirmed that there was nothing evident when the patient notification test as performed. Patient is monitored on merlin.net. No patient symptoms reported.